Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient fell on or about (B)(6) 2020 and their right knee was revised. A cs tibial bearing insert and cr femoral component were revised to a cemented ps femoral component, size 2 triathlon ts plus x3 poly, and modular distal femoral fixation peg. Spoke to rep: posterior insert wear was noted intra-operatively. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear involving a triathlon insert was reported. The event was confirmed by clinical review. Method & results -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: lateral x-ray shows evidence of significant posterior translation of the femoral component in relation to the tibia to the tibial component. This is consistent with wear of the posterior lip of the cs insert. The implants had been implanted 7 years prior. This degree of wear would not occur unless there was instability present over a considerable amount of time. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar events for the reported lot. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: lateral x-ray shows evidence of significant posterior translation of the femoral component in relation to the tibia to the tibial component. This is consistent with wear of the posterior lip of the cs insert. The implants had been implanted 7 years prior. This degree of wear would not occur unless there was instability present over a considerable amount of time. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient fell on or about (B)(6) 2020 and their right knee was revised. A cs tibial bearing insert and cr femoral component were revised to a cemented ps femoral component, size 2 triathlon ts plus x3 poly, and modular distal femoral fixation peg. Spoke to rep: posterior insert wear was noted intra-operatively. Rep confirmed that no further information will be released by the hospital or surgeon.